Manufacturer narrative:
The t:slim g4 user guide states: the auto-off warning notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. You are then prompted to clear the warning. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alert. The customer's blood glucose level was 241 mg/dl. Reportedly, the customer delivered a bolus via the pump. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. The customer reported that the pump was set to 12 hours and that there had been no interaction with the pump leading up to the alert. The customer cleared the alert successfully.